Manufacturer narrative:
This report is submitted on january 15, 2018.

Event description:
Per the clinic, the patient experienced a lack of clinical benefit with device leading to device non use. Subsequently the device was electively explanted on (B)(6) 2017.